Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and there was something pissing on the left hand upper corner on it. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer was called back with blank display after receiving new battery cap. Customer reported that the display was blank. Customer reported that the insulin pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.